Event description:
It was reported that the patient reported to the emergency room (ER) on the day of report, indicating that she was getting too much medication and felt very sleepy. Per the reporter, the patient noted something about a 50% increase after the last refill. The reporter was going to review the overdose protocol for the medication in the pump. The pump device was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).